Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reset the pump piston and resumed insulin to address the issue. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Customer attempted a correction bolus to address elevated (bg)). Customer reported that they will reset the pump and resume insulin therapy.